Event description:
Hung new d25% + electrolytes ivf for this infant. From hanging fluid at 2200 to about past 1 am, everything was uneventful: no leaks noted on tubing when every hour check (at least) was made. At around past 0130, heard pump beeping, machine says downstream occlusion, no leak noted; corrected issue, stayed for about 10 min to make sure it's ok; around past 2 am, machine again alarmed, blood backing up from PICC line, but this time small droplets of fluid noted around connection site at the bifuse level. Flushed line to clear blood, restarted fluid, and replaced whole set up with fresh bag and tubing; no leaks noted until handoff and infant's blood sugar within acceptable level.